Event description:
It was reported that the insulin pump would not rewind all the way. The customer stated that the insulin pump would get stuck and stopped rewinding midway. He noted that the issue was intermittent and did not occur every time he rewound the device. He observed a bit of a grind noise from the device, although no physical damage to the device was noted. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and functioning properly. No rewind anomaly was noted. The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No low transmitter alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.